Event description:
Per sub: while inserting cement, nozzle came off. Continued procedure by hand. Occurred during a surgical procedure and adverse consequences resulted because while inserting stem, cement started to harden then stem change was done. Sub said device cannot be returned because hospital threw it away.